Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 22 months post-implant. It was reported that the pt was woken up by low flow audible alarms when connected to his power module. The pt switched to batteries and went to the hospital. At the hospital, the doctor connected the pt to a power module and found a pump stoppage in the pt's event history. No damage was seen on the pt's percutaneous lead; however, cat bites were found on the pt's system controller leads and the pt cable. The system controller and pt cable were replaced and no effects to the pt were reported.

Manufacturer narrative:
The pt remains on lvad support with the pump and no effects to the MFR and no effects to the pt were reported. The system controller and the pt cable were returned to the MFR and are currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.